Manufacturer narrative:
This event occurred in (B)(6). (B)(4)

Event description:
The customer complained of an erroneous result for 1 patient sample tested for elecsys troponin t hs (high sensitive) assay) troponin t hs on (B)(6) 2017. The customer also mentioned that quality control (qc) results were out of range on the cobas 6000 e 601 module on (B)(6) 2017. On (B)(6) 2017, a rerun using new qc solved the problem but on (B)(6) 2017 this solution did not work. The customer switched to a new brand of qc on (B)(6) 2018. The initial troponin t hs result was 7.22 ng/l. This result was reported outside of the laboratory where it was questioned by medical personnel. On (B)(6) 2017 the sample was repeated with a result of 77.87 ng/l. This result was also reported outside of the laboratory. There was no allegation that an adverse event occurred. The troponin t hs reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site on (B)(4) 2017 and found that a filter on a procell bottle was loose and the sippers for pre-wash didn¿t spring. The investigation determined that the issue found by the fse was the root cause of the event. Loose procell filters can cause foam on the procell. When this occurs, there is not enough procell for the reaction which affects the results.